Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled. It was stated that grease was leaking from the spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any droplets falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical lights did not meet its specification, since oil dripping form the spring arm could be considered as technical deficiencies, and in this way the device contributed to event. It is unknown if claimed devices were or were not being used for patient treatment or diagnosis when the event took place. A root cause analysis for oil dripping problem was performed by subject matter experts and concluded that: during assembly of spring arms the supplier applies a creamed grease turning into liquid above 135°c. So,the black dripping liquid observed can not come from the spring arm itself but finds its origin elsewhere. The first cause is a combination of air conditioning and an excess of oil at the bushing location between the spring arm and the main arm. And according to the latest technical investigations carried out in august 2020 at maquet sas the second probable root cause would be an excess of cleaning product in the lower part of the spring arm, applied in spray or with a sponge, but not in compliance with the recommendations given in our user manuals. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Event site name: (B)(6) hospital. Event site telephone: (B)(6). The initial reporter was clinical engineer. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of surgical lights - powerled. It was stated that grease was leaking from the spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any droplets falling off into sterile field or during procedure may cause contamination.